Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests, within 5 mins, using separate fingersticks. His results were 127 and 380 mg/dl. He did not have any symptoms. He said that he checks confirmation dot for enough blood, but does not compare to color chart. Has no problem getting drop of blood. He said that the pink square on his test strips does not go across the strip--has a white section down side. A control solution test was within range. The lifescan rep reviewed cleaning, strip storage, coding, control solution use, and application of sample.